Event description:
Customers reported a portion of the display is missing segments. While on the phone a review of the system was conducted. It appears that the "unit digit" is missing most of the segments. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.